Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d335 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for complaint categories, alarm #1: air detected, alarm #45: red blood cell pump alarm, rash, alarm #16: collect pressure, and alarm #17: return pressure. No trend was detected for complaint categories, alarm #45: red blood cell pump alarm, rash, alarm #16: collect pressure, and alarm #17: return pressure. A downward trend was detected for complaint category, alarm #1: air detected. A corrective and preventive action was initiated for complaint categories, alarm #1: air detected, alarm #16: collect pressure, and alarm #17: return pressure, and is now closed. Based on the internal medical assessment, a (B)(6) male with lung transplant rejection developed a bilateral, slightly elevated, red rash on his arms. The patient complained of itching. A physician assessed the patient. The patient was given benadryl and was cleared to continue with the treatment. The physician did not believe the rash was related to the anticoagulant, acda, since the patient underwent ten previous procedures without any symptoms. The patient denied taking any new medications or eating any new foods. The patient was also taking levoquin 6 times a week. In a followup conversion with the customer, the customer stated that the patient did not require any further medical intervention for the rash. The customer stated that the rash was not raised and was improving as the patient left the department. The patient was reported to be in "good/ stable" condition. The patient's hct before last treatment was 37% and his blood pressure before last treatment was 106/85. The system was used for treatment of disease. From uvadex perspective, there was no evidence to suggest a causal relationship between the drug and the adverse event. The rash occurred prior to the administration of the uvadex. This case is serious, unrelated and unexpected to uvadex. This is not reportable from a drug perspective. From a device perspective this event did not cause or contributed to a death or serious injury; and or the system did not cause or contributed to a death or serious injury nor malfunction in a way that would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur. There was no device malfunction. Since the rash occured during treatment and medical intervention (benadryl) was administered, this case is reportable as an MDR. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
The customer called to report air detected alarms after 990ml of whole blood processed with a 45ml/min collect rate. The customer noted air bubbles in the collect line. The customer stated that the collect pressure in the kit was (+)117mmhg. The customer was instructed on how to reseat the collect pressure dome without lifting it, and was also advised to lower the collect rate to 30ml/min. The customer did as advised and the collect pressure reading dropped to (-)50mmhg. Alarm 45: red blood cell pump alarms occurred. The customer chose to collect the buffy coat early. By the time the customer changed the settings, the buffy coat had gone back to the patient. The customer was advised to increase the whole blood process volume back to 1500ml. The customer then noted a bilateral, slightly elevated, red rash on the patient's arms. The patient also complained of itching. A physician assessed the patient. The patient was given benadryl and was cleared to continue with the treatment. The physician did not believe that the rash was related to the anticoagulant, acda, since the patient underwent ten previous procedures without any symptoms. The patient denied taking any new medications or eating any new foods. The treatment was resumed, and alarm #16: collect pressure alarms occurred. The customer switched lumens and then received alarm #17: return pressure alarms. The customer changed to single needle mode with a 25ml/min collect rate. The bowl optic sensor reading and interface then became stable. The patient was reported to be in good/stable condition however the itching continued at the conclusion of the call. On (B)(6) 2015, the customer stated that the treatment was completed without any further issues. The patient did not require any further medical intervention for the rash. The customer stated that the rash was not raised and was improving as the patient left the department the customer has elected not to return the kit for investigation.